Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and monarc were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and cystorectoenterocele. It was reported that following insertion the patient experienced extrusion, urinary and bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent excision of extruding mesh on (B)(6) 2007, (B)(6) 2007, and (B)(6) 2007 due to pain, bleeding, non-healing surgical wound, and extrusion. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional information. Additional narrative: it was reported that the patient underwent release, excision and extraction of anterior vaginal mesh on (B)(6) 2014. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.